Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced a low blood glucose of 20 mg/dl. The customer's reported that alleged the insulin pump delivered 50 units of insulin without any input and this was also not recorded in the insulin pump history. The caller reported they had 50 plus units of insulin left this morning and 2 hours later the insulin pump alarmed that there was less than 10 units left. The customer treated by eating carbohydrates. The customer's blood glucose was 100 mg/dl at the time of the call. The bolus history was reviewed and no record of 50 units of insulin was present, the max bolus was also set to 25 units. It was also reported that the battery would last less than expected in the insulin pump and the piston was moving much slower than usual. The insulin pump will not be returned for analysis.